Manufacturer narrative:
Initial

Event description:
It was reported that the ilet user announced a meal late, experienced hypoglycemia, then overtreated with oral glucose and subsequently developed hyperglycemia. Symptoms included hypoglycemia and hyperglycemia ranging from 69 mg/dl to 250 mg/dl. Outcomes included self-treatment with oral glucose and guidance to allow the pump¿s meal algorithm time to correct the elevated glucose. Investigation included review of pump reports and user history. Investigation of this case revealed that the low glucose was attributable to a late meal announcement and that the subsequent high glucose followed user overtreatment, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that user-related factors, specifically late meal announcement and overtreatment, caused the event. This report is for the missed meal announcement. A separate report will be submitted for overtreating hypoglycemia.